Manufacturer narrative:
(B)(4). Results: cartridge pan dislodged. The analysis results that one device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The test cartridge was loaded into the device without any difficulties noted during the functional testing. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the powered echelon was used. After the third reload the or nurse was unable to load a new reload. Both surgeons attempted to load the new reload, but without success. A new powered echelon was opened. The same reload was load without any problem. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.